Event description:
Pt had undergone right total knee arthroplasty, on (B)(6), due to degenerative joint disease. Pt being prepared for discharge, nursing removed on-q pain pump, catheter tip not intact - black mark at tip of tubing present. Surgeon notified. This tubing was compared against an intact length of tubing and found to be short by approximately 2 3/4 inches. Pt was informed of event and discharged to rehabilitation hosp.